Manufacturer narrative:
An event of difficulty positioning the device and deformation during implant was reported. Field noted that the patient had complex anatomy which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder (8536038) was selected for implantation using a 12f delivery sheath. It was noted while advancing the device through the delivery system that there was resistance. The device is deployed in patient anatomy, but the shape of the lobe was not correct. The device is retrieved, and no damage or deformation was noted. It is thought that the lobe shape was due to complex patient anatomy. A new 16mm amplatzer amulet left atrial appendage occluder (8686720) was selected. This new device had even more resistance in the delivery system, and was unable to advance. A new 12f delivery system was selected, and the resistance was again too strong to complete the procedure. The case was aborted and no device was implanted. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient was discharge. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.